Event description:
It was reported that during a gastric cancer radical procedure, the surgeon used the cdh25 to do gastric-esophagus side by side anastomose and used the tlc75 to cut the gastric. No abnormal found during the procedure. However, after within 24 hours, the surgeon found leak on the anastomose and suggested to do second surgery. The procedure was completed and patient gave up and discharged. The patient consequences are leaking and the need for a second surgery. No devices will be returning. Additional information being requested.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: were there any issues with the device during the initial procedure? No. Was the instrument fired across or near an existing staple line or clip? Near. Which device was fired first, the cdh or the tlc? Cdh. Was a leak test performed during the initial procedure? No. What was the condition of the tissue the device was fired on? Regular. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force when fired. During the second procedure: no 2nd procedure. Has the patient undergone radiation therapy or any chemotherapy? No. What is meant that the patient gave up and discharged? The patient gave up 2nd surgery. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Additional information: was the patient's post op care altered? Yes. Did the patient require further treatment when discharged home with a leak? No. Based on the response, then asked: do you have any information/details on how the patient's post op care was altered? Response: sorry. We don't have any information.